Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient started having hi electrode channels around (B)(6) 2009. He has a history of bad middle ear infections. The most recent telemetry shows 4 channels with hi status and two channels involved in a short circuit.